Manufacturer narrative:
Concomitant products: product ID fm-4010, lot# unknown, product type accessory (x4); product ID neu_perc_extension, lot# unknown, product type extension; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator; product ID fm-4010, lot# 082809814, product type accessory. (B)(4).

Event description:
It was reported they had difficulty getting the screws to tap using the autodrivers. It was noted when the autodriver was used it took a very long time for the screws to tap into the skull. They had to use a high level of force to get the screws to finally tap. The patient status at the time of report was alive with no injury. There were no patient symptoms associated with the event. The patient was fine but the doctor had to administer more local anesthetic as they worked longer to get the screws to tap.